Event description:
It was reported that the patient was explanted due to an unspecified malfunction. The suspect device has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
H3: code 02, device is currently undergoing product analysis. H6, health effect, clinical code: code e2402 utilized; appropriate term ¿migration¿ is not available. (Note that although migration is an available medical device problem code, in this report¿s context, the migration does not reflect a problem with the functionality or delivery of therapy of the device. Therefore, a device problem code does not adequately capture the patient¿s adverse event).

Event description:
It was further reported that there had been concern about non-responsiveness of the vns to magnet stimulation due to its inferior location in the patient's left breast tissues. Reportedly, there was interest in neurosurgery referral for repositioning of the generator superiorly on the chest away from the breast tissue to facilitate normal magnet activation of the device. The physician made sure the new battery was infraclavicular, repositioned more superior with respect to the prior location to facilitate responsiveness to magnetic stimulation/activation. Impedances were tested and were normal. The device was programmed to the habitual settings for this patient. The suspect device has been received and is undergoing product analysis.

Event description:
The physician specified the device has been "being inferior to clavicle beyond usual." It is unknown to the physician if device migration occurred or if it was initially placed in that area. Product analysis was completed on the device. An interrogation, a system diagnostic test, output signal monitoring for more than 24-hrs, and a comprehensive automated electrical evaluation were performed. No anomalies were seen, and the device performed according to functional specifications. Product analysis worksheet was reviewed and showed no anomalies. Data dump was reviewed and showed no anomalies.

Manufacturer narrative:
H6, adverse event problem codes, corrected data: supplemental MDR #3 inadvertently submitted without corresponding investigation conclusion code.

Manufacturer narrative:
H6, adverse event problem codes, corrected data: prior supplemental mdrs submitted without correct updated medical device problem code.

Event description:
It was further reported that the malfunction seen was that the "device was not responsive to [the] magnet."